Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, but the evaluation has not yet begun on the device. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation at the manufacturer's service center for evaluation. The manufacturer's service technician confirmed the customer's issue, and a ventilator service required alarm occurring during the operational check of the device. The manufacturer¿s service technician observed error code oxygen blending module (obm) accuracy in the device¿s event log. The manufacturer's service technician replaced the obm printed circuit assembly board to address this issue on the device. Additional findings not related to the malfunction/issue was the state of health (sh) value for the detachable battery was at sixty-five percent (65%). The manufacturer¿s service technician proactively replaced the device's detachable battery to address this issue. The manufacturer's service technician proactively replaced the trilogy o2 pm1 kit, exhaust fan assembly, and forty-three (43)-micron filter. After all parts were replaced on the device, the manufacturer¿s service technician performed the repair and run-in tests, along with the battery and alarm checks on the device. The manufacturer¿s service technician determined the device was operational and cleaned it.